Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced dizziness due to the right ventricular lead having occasional loss of capture. The lead was reprogrammed and an endocardial lead implant is planned. The chronic lead remains in use. No further patient complications have been reported as a result of this event.